Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and failed. The usb (j3) connector was observed to be disconnected from the pcb and\or has damaged usb. Customer complaint could not be confirmed because j3 is disconnected from the pcb and/or usb pin(s) are damaged. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available.